Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer also reported false sensor glucose readings. The caller did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor had been 100 points off and had given a reading of 60 mg/dl when the blood glucose reading was 120 mg/dl. No bent cannula was reported. The customer was calibrating properly and was advised on calibration technique.